Event description:
During a turp and cysto litholapaxy procedure, a stone forceps was used. While crushing the stones, the jaw broke off in an open position. Forceps was removed from the urethra with jaws fixed open.